Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the call was 112 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.